Manufacturer narrative:
The device was not in clinical use when the navigation ring issue was discovered. The event does not present a direct risk of patient harm or injury and therefore no longer meets regulatory reporting criteria. Previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 10mar2021.

Event description:
The customer reported that the nav ring was inoperative. You can only make setting changes via the touchscreen. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient. The field service engineer (fse) replaced the front bezel. The unit passed all performance tests and is ready to be returned to service.